Manufacturer narrative:
Patient - overcorrection. Patient - issue focusing up close. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis stage 1 in both eyes at one day post lasik. The topical steroid dosage was increased as predforte one drop every hour in both eyes for 2 days given. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015. Right eye pre-op 20/20 -6.75 x -.25 x 90. Left eye pre-op 20/20 -6.50 x -.50 x 114. Sans corrected visual acuity (scva) 20/30 right 20/40 left. The clinic reported on (B)(6) 2015 that patient presented at 2 months post treatment overcorrected in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complaint of problems focusing up close. Patient reported symptoms are not interfering with daily activities. Enhancement treatment required. Bcva from (B)(6) 2015. Left eye post-op 20/20 1.75 x -.50 x 164. Sans corrected visual acuity (scva) 20/20 right 20/30 left.